Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6), male, pt, the device would restart itself. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.